Event description:
The customer reported that a preventative maintenance was needed on the 9600 system. No pt injury was reported.

Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The annual preventative maintenance was performed and the cables were greased. The 9600 system did not operate as intended and the customer does not want to continue with repairs. No further info is available.